Manufacturer narrative:
This report is for the same event as manufacturer report 2937094-2018-00693.

Event description:
It was reported that during a prostate procedure, the end tip broke at the clear plastic section of the fiber. The broken fragment was approximately 1/2 inch in length, and it was removed from the patient's body with a basket device. The fiber was reported to break at 223,562j and approximately 19 minutes of use. A second fiber was chosen to continue with the procedure and it was reported to break at 56,127j and approximately 8 minutes of use. The broken fragment was also reported to be approximately 1/2 inch in length and it was removed from the patient¿s body with a basket device. The physician decided to stop the case after the second fiber break. The patient outcome was reported as good. No further information is available.

Manufacturer narrative:
Analysis revealed the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The distal part of glass cap and metal cap are detached and returned. The glass cap exhibits severe devitrification at output window. The metal cap exhibits mild char on surface. The outer flow tubing open end exhibits minor scratch marks, and signs of slight melting. Based on device analysis, the potential for forward firing may exist. The probable root cause of the failure is operational context. The cause was based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of cause cannot be traced to device was assigned to this investigation.

Event description:
It was reported that during a prostate procedure, the end tip broke at the clear plastic section of the fiber. The broken fragment was approximately 1/2 inch in length, and it was removed from the patient's body with a basket device. The fiber was reported to break during procedure after 167,433j with 15:30 minutes of use. A second fiber was chosen to continue with the procedure and it was reported to break after 56,127j with 8:00 minutes of use. The broken fragment was also reported to be approximately 1/2 inch in length and it was removed from the patient¿s body with a basket device. No additional fiber was used as physician just finished with the second fiber. The patient outcome was reported as good.